Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons were less responsive. No significant events leading to keypad anomaly were observed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the self test and the displacement test. No damage or moisture damage on keypad assembly, unlocked electrical board keypad connector, or stuck button alarm noted during testing. No unexpected menu delay after buttons were depressed noted.